Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 697 mg/dl and an unspecified ketone level. The customer was treated with intravenous insulin and unspecified fluids. The customer was released from the ICU on (B)(6) 2024 with the reported issue resolved and no permanent damage. Tandem technical support reviewed the pump data and determined a resume pump alarm, auto-off alarm, and an incomplete fill tubing alert. Cts educated the customer on the auto-off safety feature and incomplete fill tubing alerts, and the customer acknowledged the auto-off alarm and incomplete fill tubing alert was valid. The customer did not recall the cause for the resume pump alarm.